Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further details and cause of death have been requested but not yet recieved.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
Additional information was received from the coroners office and reported the cause of death as arteriosclerotic cardiovascular disease.

Event description:
It was reported that the patient had a device change out and within hours of the newly implanted device had many frequent ventricular tachycardia episodes. The patient received over 25 appropriate and successful shocks. The underlying rhythm was noted to be junctional. The patient was taken back into the operating room as ventricular tachycardia episodes and successful therapy continued. The patient went into pulseless electrical activity after a revision and cardiopulmonary resuscitation was unsuccessful. Previous to this changeout the patient was extremely sick with end-stage kidney failure, multiple infections in leg and peritonitis, and multiple ventricular tachycardia episodes that had been treated externally. No complaints or allegations that the device malfunctioned have been made. The official cause of death has been requested and not yet received. The lead was attempted during the procedure but the implanter had difficulty positioning it. A new lead was used.